Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Customer reported that she fell into pool water while wearing the device. Blood glucose level at the time of the incident was 169 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and moisture damage was also found on the electronics and motor. The insulin pump has cracked case at the display window corner, battery tube threads and minor scratched display window.